Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, at the first firing, the clip applier was unable to fired. A new device was used to complete the case. There was no patient injury.